Event description:
Overdelivery reported. The pump was initially set up with a primary line infusion of 0.9 normal saline at 50ml/h. It reportedly ran fine without incident. Later, a secondary piggyback with 20meq of potassium chloride and 10mg of lidocaine was set to run at 25ml/h with a dose limit of 110 ml. Approx 15 mins after the piggyback was set up, a nurse reports seeing a "free flow in the drip chamber." This occurred while personnel were transferring the pt from the hosp bed to a stretcher for transport. The pump display reportedly showed an infusion rate of 25ml/h. However, it also reportedly recorded 101ml infused. A stat serum potassium level was drawn which came back at 3.5meq/l. A stat electrocardiogram indicated " no new findings." The pt did not experience any adverse effects. No additional info was available.